Event description:
On (B)(6) 2022, patient received epidural catheter for analgesia administration during labor/delivery. On (B)(6) 2022, the epidural catheter was removed, but found not to be intact. Imaging confirmed: "there is a linear radiopaque interspinous structure posteriorly at the l4-5 level measuring approximately 4 cm in length which likely corresponds to the reported epidural catheter." Neurosurgery consulted and plan of care to leave remaining catheter piece in place unless later determined to cause patient residual effects. FDA safety report ID# (B)(4).